Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). Their healthcare professional (hcp) finally put I t above their belt line and put it in their lower back and it has worked wonderfully for 4.5 years. It was unknown when the revision occurred as they have had units for approximately 16-17 years. No further complications were reported/are anticipated.